Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log related to the internal battery. The device's internal battery was replaced by a third party service center to address the issue prior to sending in for preventative maintenance.